Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and elevated thresholds were noted on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correctionif information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date of the initial MDR was (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.